Manufacturer narrative:
Discarded

Event description:
It was reported that cement went into the patient's spinal canal during a procedure. The cement was successfully removed by performing an additional procedure. No additional adverse consequences were reported.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported that cement went into the patient's spinal canal during a procedure. The cement was successfully removed by performing an additional procedure. No additional adverse consequences were reported.